Event description:
The customer reported the coulter lh 780 hematology analyzer was generating high red blood cell (rbc) results. The customer also stated the instrument was failing the hemoglobin and hematocrit (h&h) checks. The customer stated that there were erroneous results generated the samples were rerun on another instrument and the results were considered correct. The customer did not provide printouts of the erroneous results. Erroneous patient results were not reported outside of the laboratory and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that the red blood cell (rbc) diluent dispenser pump, pm2, was not working properly. The fse replaced the pump, which resolved the erroneous results and failing controls. The repairs were verified per established procedures. (B)(4).